Manufacturer narrative:
One fragmatome tip was returned for evaluation for the report of the tip breaking. The front bevel section of the broken tip was not returned. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. This tip was manufactured in may 2014. A visual inspection of the phaco tip was performed and the tip was deemed nonconforming. The tip is broken just behind the bevel. The break is fairly straight and the wall thickness is good. There is a little discoloration at the break area, which usually indicates some heat present. Surgical residue is present on the complete cannula surface. The threads, back flange and nut appear very worn. The complaint evaluation does confirm the tip is broken. The reason for the broken tip cannot be determined from this evaluation. The phaco tip appears to have been initially manufactured to specification. The complaint information indicates the tip has been reused for more than ten (10) times. The reuse of the single use tip will increase the possibility for the tip to break, so this appears to be the most likely reason for the breakage. No specific action with regard to this complaint was taken because the reason for the complaint issue was unable to confirm. Frag tips are 100% visually inspected by trained operators during the manufacturing process. Frag tips are a single use device and are not recommended for reuse. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A nurse reported that a fragmentation tip broke into two parts during a vitreo-retinal procedure for a retinal detachment. The surgeon removed the broken tip parts from the eye and the procedure was completed with no harm to the patient. Additional information that was provided by the nurse indicated the tip had been used more than ten times prior to this case. No additional information is expected.